Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg axium lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8372331. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays were done wherein the physician found a nodule on the spine. As a result, surgical intervention occurred wherein the entire drg system was explanted to address the issue. The investigation did not determine the lead that involved.